Event description:
Patient needed d10 for increased potassium. Programmed it at 1200 ml/hr and gtt rate seemed slow and when rate was dropped to 999 it was dripping faster. When it alarmed that infusion was complete, the medication was still 3/4 full. Pump taken out of service, service request entered and case call submitted.